Manufacturer narrative:
The bed was tested per quality control procedures on 03 jan 2011 and met specifications. On (B)(6) 2011, the bed was placed with the pt. On 05 apr 2011, after the complaint investigation, kci was able to confirm that the bed would not rotate to prone. The cause for the malfunction was at the pc controller assembly that had corrosion at one of the pins.

Event description:
On (B)(6) 2011, the kci representative reported that the rotoprone was going into CPR mode without activating the CPR while the pt was in the prone position. There was no reported pt injury. On (B)(6) 2011, after the complaint investigation kci was able to confirm that the bed would not rotate to prone.